Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was discarded at the facility.

Event description:
Customer reported IV set leaked at unspecified location when put in the pump. Multiple attempts to obtain additional event information were done; however, no further information was provided.